Event description:
It was reported that during inventory after a total knee arthroplasty, a total articular surface provisional shim instrument was found to be disassembled and missing a ball bearing. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03211; 0001822565-2022-03212; 0001822565-2022-03214. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has one of the ball bearing components disassembled/missing. The missing component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.